Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in an abdominal artery. An equalizer balloon catheter was advanced for dilatation. However, upon attempting to deflate the balloon, the balloon failed to deflate. The physician then took the tip portion of the wire and attempted to poke the balloon. After 3-4 mins, the balloon was then successfully deflated and the device was removed from the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: age at time of event, age at time of event (unit), patient sex, weight, weight (unit), describe event or problem, complaint source(s). (B)(4).

Event description:
It was further reported via facility medwatch# (B)(4) that dilation was done at the neck of the main body of the abdominal artery as well as each limb down to the common iliac arteries. Repeat angiogram showed slight type 1 endoleak. The physician re-ballooned the aortic neck of the graft with the same balloon catheter. After the balloon was inflated, the balloon failed to deflate. At this point, despite numerous issues with the syringe, the physician attempted to deflate the balloon but was unsuccessful. Via the contralateral limb and through a burn catheter, the physician tried to pull the balloon to deflate it. Guidewires (018 and 014) were advanced through the infusion port to try to unclog anything that may have been there such as a flap of the inflation portion of the balloon; however, attempt was not successful. The physician then tried to pop the balloon from the contralateral gate and the balloon started to spontaneously deflate on its own slowly but surely. They had the balloon out for approximately 4 minutes and the patient was given an extra dose of 1000 units of heparin. They probably did have some partial coverage of the renal arteries during the procedure. The patient was given a dose of mannitol per anesthesia and increased the fluids.